Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation resulting in a gradual worsening of dystonia symptoms. The physician assessed that there were high impedances on both leads on all contacts. X-ray imaging was performed and revealed the lead extension was broken from the distal part of the header where the extension connects to the lead. The patient underwent a revision procedure where the lead extension was replaced. The high impedance issues resolved, and therapy was restored. The patient was doing well postoperatively.